Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued on 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evals or adverse events finalized on 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Per the end user, there is a red rash to skin under tape collar. Changing every 1 to 3 days. No further info is available.